Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2017. The initial reported event of fracture, oversensing, noise, and inappropriate therapy was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later capped and replaced. The patient's cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced during the procedure due to a non-specific potential performance issue.